Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did these issues occur during just one surgical procedure (is plastic and reconstruction surgery just one procedure)? How much bleeding occurred during this procedure (please quantify the amount of bleeding)? How was the bleeding controlled (for example, was a new device used to control the bleeding)? Was the patient given any blood products due to bleeding? Was there any change to the procedure or post op patient care?

Event description:
Device clips quality is not good while loading the clips in applier. The clips are properly loaded and the base of the clip holder comes out leading to a problem in loading the clips. When attaching the clips on the tissue, it is very loose and ultimately clips come out causing bleeding in plastic and reconstruction surgery.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results of the lt200 cartridge found that it was received empty, in addition with only one clip unformed loose. No conclusion could be reached as to what may have caused the event reported.